Event description:
The doctor called to report that the pump gone repeated boluses during the day and the night. It was stated that the doctor did not believe that the customer deliberately boluses themselves and three of the boluses occurred while pt was sleeping. The customer was found convulsing in their cabin. The customer was admitted to the ICU unit at the hospital. The customer's bg was lower at the time of the admission. The customer was disconnected from the pump, treated with insulin drip and IV glucose. Later it was informed that the customer recovered from the hypoglycemia incident after pt received the treatment at local ICU. A replacement pump was requested.